Event description:
It was reported that during a low anterior resection procedure, although the device functioned properly at the beginning, the malformed clip was fed on the way. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
Boston scientific crm received information that this right atrial (ra) lead dislodged during a lead revision procedure. The lead was successfully repositioned and no adverse patient effects were reported. As of today, this product remains in-service. Should additional information become available, this report will be updated.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.